Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported tubbing clogging issue during a surgery. There was no report of a patient harm.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on our current tracking, there are no adverse trends for this reported complaint. The tubing was reported to be clogged. A used active fluid management system (fms) in a tray was visually inspected. The sample was tested. The sample could be recognized by the console. The fms cassette was tested on with the console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution (bss) bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned fms cassette was evaluated and met specifications. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).